Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic oophorectomy, it appeared that the spring compression device for the seal was damaged. It was stated that it prevented the white plastic seal cover from being able to push down and allow instruments to pass into the device. A different type of trocar was opened after two of the devices failed. There was no patient injury.